Event description:
Pt came into dr's office with what he thought to be a sore on penis. Physician determined that the inflatable penile prosthesis had eroded through the skin and was infected. Pt was immediately sent to hosp, prepped for surgery, and the prosthesis removed. Remained in hosp 2 days. Post-op visit with physician ok.